Manufacturer narrative:
Device is said to be on its way in for investigation. Once investigation is complete, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder case the outer part of the sheath heated about 1 inch away from the plastic part on the shaver. The circumference of the sheath has a burn mark (ring around the sheath). The patient was burned.